Event description:
Device report from synthes (B)(4): it was reported that the measuring needle came off the scale body. No reported patient or procedure involvement noted. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: the depth gauge was received with the needle broken off at the weld assembly. The remainder of the instrument is in good condition. The depth gauge 03.161.028 is part of the occipital cervical fusion and synapse system and it is used to confirm the hold depth and to select the corresponding screw length. The returned device (lot 1737637) was manufactured on november 12th, 2007 and is almost 7 years old. The depth gauge was received disassembled. The laser weld between the needle and the slider is broke, causing the needle to disassemble from the slider. A review of the most current edition of the design drawing was performed and there were no changes made to the depth gauge in that revision of the drawing with regards to the laser weld. In the typical use of this device, there shouldn't be significant axial loading which would lead to the weld failing. This complaint is likely to have occurred during reprocessing/handling of the device, but it cannot be determined with certainty that this was the cause. Therefore, this complaint is indeterminate from a design perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.